Event description:
It was reported that the tip of the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and successfully implanted. After removal of the was sheath from the patient, it was found that the tip of the was sheath was damaged and had filaments at the tip. The devices were successfully removed, and there were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) was returned, and the reported tip damage was confirmed. The device was visually and microscopically examined. Visual inspection of the device found no damage or defect. Microscopic examination revealed tip damage as there was ptfe delaminating from the inner sheath wall. Two photos were also provided which depict the ptfe delaminating as identified during analysis. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the tip of the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and successfully implanted. After removal of the was sheath from the patient, it was found that the tip of the was sheath was damaged and had filaments at the tip. The devices were successfully removed from the patient, and there were no patient complications or consequences that occurred as a result of this event.